Event description:
Pt's spouse called and states that some of the needles received are separating from the syringe, pt has a concern to the needles breaking off in her stomach when she is injecting. Dose, frequency & route used: twice daily for insulin injections. Therapy dates: 2009 to present. Diagnosis for use: diabetes.